Event description:
It was reported an 840 ventilator had a blank upper display. There was no patient involvement at the time of the reported incident. The service engineer replaced the backlight assembly. The ventilator was in working condition.

Manufacturer narrative:
A graphical user interface (gui) backlight assembly was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A graphical user interface (gui) flex cable was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. A continuity test was carried out on all of the pins of the cable; no anomalies were observed. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.